Event description:
It was reported the lead measured high impedance. No patient complications were reported as a result of this event. It was later reported that the high impedance and inability to detect r-wave occurred during an implant attempt; the lead was not implanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead analyzed it was reported the lead measured high impedance. No patient complications were reported as a result of this event. It was later reported that the high impedance and inability to detect r-wave occurred during an implant attempt; the lead was not implanted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high.